Event description:
Reported alleged obtaining a discrepant blood glucose result of 278mg/dl on the advantage system compared back to back with a result of 122mg/dl on the doctor's system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.